Event description:
Procedure: pneumothorax. Patient sex: unk. Reportedly, after firing the devices, the staple formation was proper. However, a piece of green material was found with a fluoroscope, and less than 200cc of bleeding was confirmed. The piece that fell into the cavity was retrieved, however, no intervention was required. After retrieving the pieces, the tissue was treated with "biologic glue." The case was delayed about 30 minutes. Note: additional information obtained 1/4/2007 indicates this event is reportable as an adverse event via form 3500a.

Manufacturer narrative:
Note: additional information obtained 1/4/2007 indicates this event is reportable as an adverse event via form 3500a.